Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: during the case, a crack was made on the tip of the shaft. Another device was used to complete the case.